Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the anchor was missing.

Event description:
It was reported that during an achilles speed-bridge surgery for haglund's deformity there was no anchor on one of the pre-loaded devices and on insertion of one of the distal row anchors from the same pack, the anchor split almost immediately. No part of the device broke off. An additional device pack had to be opened to complete the procedure. It was also noticed that there was no use by date printed on the sticker from the packaging. The second box had a date on the sticker. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.